Event description:
During the procedure, as the device was being introduced into the channel in the scope, the nurse noticed that the needle was "twisted and had a little loop." A second device was used to complete the procedure and there were no patient complications. The patient was reported to be "well".